Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument noted no abnormalities. The visual inspection of the cartridge noted that the single use loading unit (sulu) was partially applied. The interlock was engaged. Microscopic inspection of the knife blade displayed no damage. Microscopic inspection of the loading unit noted cracks on the surface. Additionally, a malformed staple was observed on the surface of the sulu. Functional testing was performed which included resetting and reloading the sulu into the returned device. The sulu could be unloaded and loaded repeatedly without difficulty. The instrument and sulu were applied to the appropriate test media with acceptable results. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to use in tissue thicker than indicated. The instructions for use (IFU) states that if the tissue cannot comfortably compress to the minimum requirement, the tissue may be too thick or too thin for the selected staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open right colectomy procedure, while on right colon flexur, three stapler did not fire. A fourth stapler was opened and used to complete the procedure. It was also noted that patient experienced 10 days extension on hospital stay due to the reported condition.